Event description:
During a surgical procedure staff smelled smoke and pulled out the cautery from the unit; noticed a spark coming from the cable. The cable was disconnected and submitted to biomedical engineering for inspection. The cautery cable is noted to have a hole in the plastic covering near the plug end.